Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the robotic coordinator (roco) reported that the surgeon needed to increase the erbe energy levels on both monopolar and bipolar settings. Initially, the erbe energy level was normal, but as the case progressed, the energy level had to be increased to maintain the same effect. The customer requested the field engineer to follow up to address the issue. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The integrated electrosurgical unit (iesu) was tested using the system. The iesu energize and cauterized all ports and instruments without issue or noticeable difference in power. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.